Event description:
Patient reported obtaining back-to-back blood glucose results of 493 mg/dl, 325 mg/dl, and 223 mg/dl on the advantage system. Patient stated that, based on the value of 223 mg/dl, he delivered 15 units of regular insulin. No resultant injury was reported. Quality control testing had not been performed on the advantage system. At the time of the report, pt no longer had the test strips that produced the discrepant results.